Event description:
Allograft demineralized bone was placed lot #96-0250b-225; sutures used for closure; co's device placed on #5, #18, #19, #31; pt was a smoker, materials placed on 10/14; antibiotic were used for 2 weeks, doxycycline then "cleosine". 10/21; swelling and exudate; 10/29; palatal swelling -device removed from #5; 11/4: debridement; 11/8/: pt with bladder infection; 11/22: #18 extracted; 12/2: pt hospitalized with 102 f fever. Pt pumped with antibiotics. Per 12/31/96 report by dr (on file); examination of biopsies from the treated areas has not revealed specific infections or tissue reactions.